Event description:
User said that he had run approximately 17 bags when he noticed that the source containeron station #6 was almost empty though none of the bags that he had compounded called out for that additive, nor had that rotor spun at all. There was no patient involvement. All the bags compounded were discarded. The issue was resolved over the telephone.